Manufacturer narrative:
The device was not returned to olympus for inspection. However, the reported failure was confirmed based on the information provided by the endoscopy support specialist (ess). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction was traced to failure to follow instruction. The event can be prevented by following the instructions for use which state: after reprocessing, maintain appropriate transportation and storage procedures to keep reprocessed endoscopes and accessories away from contaminated equipment. If the reprocessed endoscope or accessories become contaminated before subsequent patient procedures, they could pose an infection control risk to patients and/or operators who touch them. After using this instrument, reprocess and store it according to the instructions given in the endoscope companion reprocessing manual. Improper or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The endoscopy support specialist (ess) was dispatched to the user facility for a separate issue. During the inspection of colonovideoscope, the improper leak testing while reprocessing was observed. There was no patient involvement reported.